Event description:
The customer reported an uncontained red fluid leak of less than two (2) milliliters after aspiration and during backwash on the manual mode of the coulter lh 500 hematology analyzer. There were no reports of injuries, erroneous results, direct contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves when the leak was discovered. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found that the rinse block of the probe rinse block (rb1) was misaligned. The fse realigned rb1 to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).